Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. The customer's mother stated that the customer was doing great with the insulin pump, but the customer forgot and accidentally filled the cannula before she inserted the infusion set. The blood glucose reading after insertion was 85 mg/dl, which dropped to 65 mg/dl. On the day prior, the blood glucose reading had dropped to 43 mg/dl. The caller declined troubleshooting for the event. Nothing further reported.